Event description:
It was reported that inadvertent deployment occurred. A 6mm x 150mm x 130cm innova self-expanding stent was selected for use in a 90% stenosed target lesion located in the mildly tortuous and severely calcified superficial femoral artery. However, upon unpacking and pre-flushing, the delivery system was found to be loose, and the stent was released. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent was partially deployed 19mm from the middle sheath. Microscopic examination revealed no additional damages. The thumbwheel lock was missing. The pull rack and middle sheath were no longer in the manufactured position.

Event description:
It was reported that inadvertent deployment occurred. A 6mm x 150mm x 130cm innova self-expanding stent was selected for use in a 90% stenosed target lesion located in the mildly tortuous and severely calcified superficial femoral artery. However, upon unpacking and pre-flushing, the delivery system was found to be loose, and the stent was released. The procedure was completed with another of the same device. No patient complications were reported.